Event description:
Implant date: 1991. Post operative exam record stated there was "displacement of the lower sacral screws". Revision surgery on 4/13/1992 to replace the device which was found to be loose. A device from another MFR was used in the revision surgery.